Event description:
Rptr had mentor implants. They ruptured 6 months later. Rptr had them removed. Had 2 separate cases where the implants ruptured. One surgery was due to ruptured implants. The implants were removed and they took the muscle from stomach and tried to reconstruct that way but rptr is am so small they literally have nothing to work with. No breast, this has been hard on rptr and new marriage. Rptr is not sure if they sent the implants back to the factory or not.